Manufacturer narrative:
The results of the eval are not available at the time of this report. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: the complaint alleges there were o2 leaks detected during the connection. Another device was used successfully. No pt injury reported.